Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor's belt connector would not latch. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor's electrode belt connector was broken, preventing the monitor from connecting to an electrode belt. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The last pt to use this monitor did not report any deficiencies.